Event description:
The customer reported that while the unit was in use on a patient, the unit's display "rolled" when the monitor was opened past a 90 degree angle. The patient was switched to another unit and therapy was continued. No patient injury was reported.